Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During a reverse total shoulder arthroplasty, while implanting a 4.5 peripheral screw the screw was passed through the base plate. He did use the angled drill guide but was definitely within the cone of angulation.

Manufacturer narrative:
An event regarding unclear issue involving a 4.5mm peripheral screw ¿ 36mm was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by (B)(4). If additional information becomes available, this investigation will be reopened.

Event description:
During a reverse total shoulder arthroplasty, while implanting a 4.5 peripheral screw the screw was passed through the base plate. He did use the angled drill guide but was definitely within the cone of angulation.